Event description:
It was reported that this right atrial (ra) lead was surgically explanted for an unspecified reason. A new ra lead of the same model was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.